Event description:
I developed a serious eye infection in my right eye. It took several weeks to clear up and I kept getting a slightly irrated -blood shot- issue after the severe infection. I heard last night about the renu- moistureloc issue and stopped using the product. Side effects to infection were severe pain, light sensitivity, swelling and discharge.